Event description:
It was reported that this pacemaker had entered safety mode. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.